Event description:
The customer reported that violation code 2b displaying on the system and the beam exceeds visible image in sum of both longitudinal and transverse directions by 11.9% of 21.0" sid at mag level1 and by 20.9% of 21.0" sid at mag level2. The violation code 5a patient intrace exposure exceeds 10 r/min at 30cm from image intensifier. No pt injury was reported.

Manufacturer narrative:
The ge service rep checked the system and performed a collimator calibration. No film taken. No processor on site to develope film. He found an entrance exposure at 10.99 r/min and adjusted it to 8.66 r/min. Checked operation. Machine works as intended. The rep also found a plastic ring on image intensifier loose advised customer of hazard (ring holds laser aimer in place).